Event description:
It was reported the patient had a MRI on (B)(6) and the pump was not checked after the MRI. Logs showed a motor stall and tube set error. The pump was interrogated a second time on the day of report and the pump logged a recovery. The patient did not hear an alarm and there were no volume discrepancies. No interventions, patient symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The pump was used to infuse gablofen.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).